Manufacturer narrative:
Analysis was normal. No anomalies were noted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to initial implant procedure, the pulse generator was interrogated. The device exhibited an error message and communication error. The programmer was rebooted and reattempting to interrogate the device was unsuccessful. The device was not used and replaced. No patient was involved with this event.